Event description:
Approximately 12 months following a lapidus procedure with the implantation of two (2) 4.0mm cannulated screws, a patient was experiencing pain. X-rays revealed non-union and the patient underwent revision surgery for removal of both screws and implantation of new hardware. This is report #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided.